Event description:
During the implant procedure of the subject device, a connection issue involving the svc and atrial port was incurred. Reportedly while tightening the svc and atrial set-screws, clicking of the associated screwdriver was not heard, but the leads seemed to be tightened. The physician decided to unscrew these connection blocks, but it was impossible with the screwdriver. A new screwdriver was used, but it was difficult to unscrew the atrial setscrew, which finally was removed and remained on the tip of the screwdriver. A third screwdriver was used to unscrew the svc channel: in this case, the screw remained also attached on the tip of the third screwdriver. The ICD was therefore not implanted and returned for analysis. Another ICD was implanted successfully.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.